Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the user attempted to draw blood from the connector attached to the patient¿s IV access device. The nurse observed bubbling from the device and found the connector cracked. No patient harm was reported. The connector had been attached for approximately 4 days at the time of the event, and a new connector was obtained to continue the blood draw.